Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-03565. (B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient was referred for cardiac catheterization and the index procedure was performed. Target lesion #1 was located in the proximal left anterior descending artery (lad) with 90% stenosis, and was 24mm long with a reference vessel diameter of 2.75mm. Target lesion #1 was treated with predilation and placement of a 2.25 x 24mm promus element ¿ stent. Following post dilation, residual stenosis was 20%. Target lesion #2 was located in the proximal left circumflex artery with 95% stenosis, and was 22mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with predilation and placement of a 2.50 x 28mm promus element ¿ stent. Following intervention, residual stenosis was 10%. Four days post index procedure, the patient was discharged on aspirin and clopidogrel. On an unknown date in (B)(6) 2014, the patient was hospitalized with a lung infection and underwent anti-infective drug therapy. The patient was discharged in (B)(6) 2014 with the event considered not recovered/not resolved. That same day the patient died of an unknown cause. The patient did not undergo any intervention to treat the underlying cause of death.

Manufacturer narrative:
Describe event or problem corrected. (B)(4).

Event description:
It was further reported that the target lesion #1 was treated with 2.75 x 24mm promus element stent and not 2.25 x 24mm promus element stent as previously reported.